Manufacturer narrative:
(B)(4). No conclusion code available. Final analysis found the reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to a power-on reset (por). The device was tested on the bench and voltage oscillations caused the por. The cause of the voltage oscillations was a connection issue between components on the hybrid.

Event description:
It was reported that an asymptomatic patient presented in clinic during follow-up in backup vvi mode. Due to unexplained por, download was not performed. No external defib, MRI, cautery or rf ablation was performed. The device was explanted and replaced.

Event description:
New information received indicates that the patient is stable post-procedure.